Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime-compromised force sensor system, and displacement tests. The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. There was no unexpected check settings or motion sensor test failure alarm during testing. Unable to verify excessive no delivery alarm and perform the excessive no delivery test due to motor error alarm. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
The customer called in to report several no delivery alarms. The customer stated the alarm was cleared after changing the entire infusion set. During troubleshooting a motor error alarm occurred. The customer's blood glucose level was 101 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.